Manufacturer narrative:
A2: age: 72 years; sex: male. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
End user states "he thinks a few of the catheters in these 2 boxes of the same lot had a defect where he used some that "had some sharp edges around the eyelets." He said he could not visually tell anything was wrong with them but said the defect was more felt with insertion only - a sharp feeling as soon as he interested it into the start of his urethra which felt like cut him. As he continued to insert these catheters with sharp eyelets, he did not feel the sharp eyelets area dragging internally as he continued to insert the catheter the length of his urethra. He said he used a few catheters (unknown qty) from the first box and they felt this way but not as bad, as he said he only had a little bleeding he noted as he removed the catheter and it would stop quickly. He said he the only one he tried from the second box of this lot, he said felt very sharp and cut him more significantly. He said a lot of bright red blood was noted after that cath with his urine and 2 large "dime sized blood clots" came out after that. He did not use anymore catheters after that of this lot. Again, nothing he noted visually defected with these sharper eyelet feeling catheters. He said the bleeding cleared up on it's own after he "urinated a couple times on his own." He denies taking any blood thinners. He said he stopped cathing for a few days on his own accord and has since restarted, "doing much better now." End user said "he always prepares them properly following ifus by bursting water sachet and making sure they get well hydrated right before use. He said he likes this product and "doesn't even consider this a problem considering all the many" he has used." End user was advised to follow up with his md/ urologist to let him know this bleeding occurred and he said he has an upcoming appt later this month."

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
D2: added UDI number. Review of the DHR showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. The process parameters were adjusted within the validated window. No nonconformity has been registered during the manufacturing process of the affected lot and of the mentioned issue. No similar complaint related to ¿uca-pmc07.02 catheter shaft, balloon, tip or eyelets too rough/jagged edges or too sharp¿ was received on mentioned lot 3c03196. Based on the investigation results the issue is considered to be isolated. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005778470.